Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator compressor generated an error message and was inoperable. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) evaluated the ventilator and found an error code in the memory. The se secured all the compressor connections. The se performed calibrations and extended self-testing on the device and all tests passed.